Event description:
It was observed during central processing that the mega suturecut needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue that the instrument had a broken cable. The instrument was found to have a broken grip cable at the base of the needle driver grip jaw. A strand of wire was sticking out between the jaws. A cable was also found to be loose at the clamping pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.